Event description:
The complaint/event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. The spiros on the device reportedly leaked taxotere chemotherapy during an infusion. There was no concomitant device nor any bleed-back associated with this complaint/event. There was no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.